Manufacturer narrative:
Additional information. Device manufacture date: (B)(4) 2017 - (B)(4) 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow test must be performed on the actual device to verify the flow rate accuracy of the alleged device. The reported event could not be objectively verified by visual examination of the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device was not completely empty following the 24 hour expected infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.